Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the down arrow button is not responding. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 12/05/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons were intermittently responsive. There was evidence of adhesive found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.